Manufacturer narrative:
(B)(4). Batch # p58003. Device evaluation: the analysis found that one psee60a device was returned with the anvil bent upwards and with no cartridge loaded in the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure the device was used with a green gst reload which fired and stapled okay, however, unknown device components resembling lug nuts had fallen off of the device inside of the patient. It appeared that they may have come from the jaw or knife channel. It was unknown if the pieces were removed from the patient. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.